Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the air dermatome, while grafting skin on the patient, did not take the graft at the full width of the plate. The patient was gouged. There has been no report of an additional graft taken or if closure of the gouge was needed. Diligence is in process. No additional information has been received.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device was not cutting properly; the motor speeds were within specification but noisy, and the control bar was not in the correct position. The swivel, spring pin, screws, bearings, lever, ball plunger, and various other parts were replaced, and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.